Event description:
Boston scientific received information that the patient with this pacemaker reported that they had a syncopal episode. Additional information from the local boston scientific field representative (fr) indicated that the device was explanted and replaced with another manufacture's device. The fr did not know any further information regarding the report patient symptom. Also, the fr did not know whether or not the device would be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.